Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. A review of imagery showed the following: curvature on sheath observed post procedure, likely due to tortuous access vessel. One (1) strut appeared bent outward greater than 90 degrees at the inflow observed during procedure. One (1) strut appeared bent at the inflow post deployment. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. During manufacturing, all sapien 3 ultra valves are 100% visually inspected by both manufacturing and quality for any defects. Prior to final packaging, 100% visual inspection is performed at preliminary packaging. These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damaged was confirmed. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, a bent valve strut was noted as the valve emerged from the sheath in the abdominal aorta'. Per imagery provided, curvature on the sheath indicated tortuosity within the access vessel. The presence of tortuosity in the access vessel can create a challenging pathway for delivery system advancement through the sheath, leading to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over manipulate the sheath at any time'. In this case, it is possible that the valve strut caught within the sheath during the delivery system advancement. So, if excessive force was applied to overcome the resistance, it could result in the valve strut tear through the sheath liner as reported and bent the valve strut. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A product risk assessment escalation has been previously initiated to assess the risks associated with valve frame damage resulting from high push force of the commander delivery system with s3u through the esheath. A corrective/preventative action has been initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath).

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, a bent valve strut was noted as the valve emerged from the sheath in the abdominal aorta. The team felt it was safe to proceed with implant and continued without complication. The tine flattened completely with deployment and the valve function was normal. The patient is stable post procedure. Upon inspection of the sheath post removal, a liner tear was noted.